Event description:
During inspection of instruments prior to a case a problem was noted with the tensioner. There is a small metal tube that allows the wire to pass through the back of the instrument. This aligns the gears so the wire will exit the instrument. This tube has fallen out at some point between cases.